Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient blood glucose levels reached 216 mg/dl. Symptoms reported include muscle cramps (due to neuropathy and peripheral artery disease in her legs) and high blood pressure. The patient was treated with an IV (intravenous), valium (5mg tablet) and diazepam (5mg therapeutic dose).

Manufacturer narrative:
The case description states that the user was hospitalized on (B)(6) 2024 with high bg levels. The user reported having difficulty activating new pods and had gone through 4 boxes in the week leading up to the date of occurrence. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found that a system error alarm of error code 50-18849-07809-006 had been generated by the controller on (B)(6) 2024. It was observed that the error was generated due to cross check verification failure. The exact cause of this verification failure could not be conclusively determined. The audit logs show that on the date of occurrence, the deactivate button was pressed to deactivate the active pod, however communication errors prevented deactivation of the pod, resulting in the system discarding the pod. Inspection of the logs found that prior to the pod being discarded, the controller was unable to send commands to the pod successfully as a "failedtosend" error occurred each time. The audit log files show that after the pod was discarded, activation step 1 repeated for the remainder of the audit files, and activation of a new pod did not occur. Inspection of the engineering logs found that the after the pod was discarded, the controller was able to scan for pods and detect pairable pods, but the controller ignored pairable pods and was unable to successfully pair with a pairable pod. The investigation found that between the pod discard on (B)(6) 2024 and the date of occurrence (B)(6) 2024), no pods were successfully activated due to communication errors. Without successful activation of a new pod, the user was unable to receive insulin using the system. The exact cause of these communication issues could not be determined.